Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2015. Customer's blood glucose was 20 mg/dl at the time of admission. The customer stated they experienced low blood glucose because they accidentally programmed a bolus and changed the bolus wizard. The customer also reported the buttons were sticking on the insulin pump. Customer could not recall any significant events leading to the keypad issue. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Pump passed functional test including prime, displacement, rewind, basic occlusion and excessive no delivery alarm tests. However intermittent button response due to flattened dome switch on up and act button (creased). No cosmetic damage noted on pump assy.